Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the post of the patient's tibial hinge component fractured. The patient underwent a revision surgery on (B)(6), 2023 and the following implants were revised: tibial hinge component, poly spacer, and distal femur axial pin. Attempts have been made and no further information has been made available.

Event description:
It was reported that the post of the patient's tibial hinge component fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: tibial hinge component, poly spacer, and distal femur axial pin. Attempts have been made and no further information has been made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records could not be reviewed as the product information of the devices involved in the adverse event is unknown. Multiple attempts were made to obtain additional information. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4119: insufficient information available h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 3211: deformation problem h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Manufacturer narrative:
This report is being submitted to include corrected and additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records could not be reviewed as the product information of the devices involved in the adverse event is unknown. Multiple attempts were made to obtain additional information. If additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the post of the patient's tibial hinge component fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: tibial hinge component, poly spacer, and distal femur axial pin. Attempts have been made and no further information has been made available.